Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's pump was explanted and replaced. The reason for the explant is unknown.

Event description:
It was reported that the patient developed an infection at the pump site. Surgical intervention was taken to explant the pump in (B)(6) 2016. The pump was replaced on (B)(6)2017.

Manufacturer narrative:
Internal complaint number: (B)(4). Addition information was received concerning explant.